Event description:
Customer reportedly received results of 358 mg/dl on the active system, and 150 mg/dl on a professional's method within 10 minutes. The discrepant results were obtained at the physician's office; customer did not indicate how long the discrepant results have been occurring. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek active system: meter, test strip lot number 22925931, expiration date 2/28/07.

Manufacturer narrative:
The suspect product is the active test strips.